Event description:
It was reported that "unstable" lead impedance readings were observed on the pt's right side implantable neurostimulator, shortly after implantation. The impedance readings on all of the electrodes were greater than 2,000 ohms. Either a fracture of the extension, or a connection error between the neurostimulator and the extension was suspected. Thus, the extension was removed and replaced. The pt, then, received effective therapy and recovered without sequelae. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the extension model 7482, serial # (B)(4) showed that all four study straight wire conductors were broken at the coil to the straight wire crimp sleeves, 2 6 cm from the distal end. The continuity was acceptable on all circuits and there were no shorts between circuits (dry) on the returned proximal segment of the extension. All of the circuits were open and there were no shorts between circuits (dry) on the returned distal segment of the extension.